Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd¿ sst ii plh tube was found with volumetric mismarking¿s as the fill line was printed too low on the tube. There was no report of injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were received from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for the fill line being at the incorrect position with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the retain samples also exhibited the fill line being at the incorrect position on the tube. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and retention tubes, the customer¿s indicated failure mode for the fill line being at the incorrect position with the incident lot was observed. Therefore, the tubes did not meet the required specifications. Root cause description: based on the investigation, a root cause could not be determined; however, bd is conducting further investigation to review specific areas in the manufacturing process where the cause of this issue may have originated.